Manufacturer narrative:
Findings: unit received with cracked case at display window corners, displaywindow and battery tube threads.

Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was 108 mg/dl. The customer reported that there is crack where the battery and insulin go in. The customer was advised to discontinue used of the insulin pump and revert to a back up plan per healthcare provider instruction. The insulin pump need to be replaced.